Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated that while caring for an infant, a nurse noticed that the purple cap of infant's ng tube had fallen off leaving the ng with no connection port or cap to prevent loss of gastric contents. Nurse removed defective ng, replaced with new 5fr ng. Infant tolerated this well and was not adversely effected.